Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose levels ranged from 25 mmol/l to 26 mmol/l. The customer reported symptoms related to high blood glucose levels included nausea, vomiting, abdominal pain, and difficulty breathing. The customer's current blood glucose level was 9.4 mmol/l. The customer reported that she had manual injections. The customer reported that the high blood glucose events began on monday and remain until tuesday morning. The customer reported that the issue was with infusion set because it is too long for her body. Troubleshooting was performed. The customer was advised to return the infusion sets. Product is not expected to return. Related svn: (B)(4) infusion set.